Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that the charger isn't charging the batteries. The pt received a new charger.

Manufacturer narrative:
Device eval summary - device eval of battery charger (B)(4) has been completed. The reported problem (charger not charging batteries) was confirmed. It was found that the battery charger's power unit's connector pins are not making a good connection with the charger. The cause of the poor connection was the pins pulling out of position in the connector. The root cause of the pins not being able to make a good connection cannot be positively determined, but was likely an assembly error during mfg. No adverse event resulted from the corrupted memory. The pt received a replacement battery charger.